Manufacturer narrative:
Device used for treatment, not for diagnosis. Katthagen et al (2016) outcomes of proximal humeral fracture fixation with locked cfr-peek plating. European journal of orthopaedic surgery and traumatology, volume 27, pages 351-358. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: katthagen et al (2016) outcomes of proximal humeral fracture fixation with locked cfr-peek plating. European journal of orthopaedic surgery and traumatology, volume 27, pages 351-358. The purpose of the article was to investigate and compare the outcomes when using a novel carbon-fiber-reinforced (cfr)-peek plate (arthrex, (B)(4) ) versus conventional locked titanium plating, philos proximal humerus fixation plate (depuy synthes, (B)(4) ) for treatment of proximal humeral fracture (phf) fixation. A total 21 patients, 7 male and 14 female with mean age 66.8 ± 9.9 years with unilateral displaced proximal humeral fracture were treated with crf-peek plate. A case¿control cohort of 21 patients, 7 male and 14 female with mean age 67.4 ± 9.7 years who were treated with philos proximal humerus fixation plate (depuy synthes, (B)(4)) were selected for comparison. Patients were followed up clinically and radiologically 3 months postoperative and again clinically 12 months postoperative to evaluate implant-related complications. Fracture fixation with cfr-peek plate resulted in better functional outcomes which were similar to outcomes of conventional locked titanium plating. The following complications were observed. Out of 21 patients treated with philos proximal humerus fixation plate in the controlled cohort, 5 patients suffered one or more screw perforations 3 patients had varus loss of reduction (in the context of perforations). Unknown patients with an articular screw perforation needed a related revision surgery within the follow-up period. This report is for an unknown philos proximal humerus fixation plate (depuy synthes, (B)(4)). This report is for one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.